Event description:
Customer reportedly obtained results of 171mg/dl and 465mg/dl on the advantage system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. No information to indicate where comparison performed.